Event description:
It was reported that during a patient transport the cot dropped at the head end. The cot was adjusted at the maximum height position. Suddenly the base dropped down one level. Consequently the cot fell over to the left side. The patient was strapped with all belts as well as the shoulder belt. Due to this issue the patient suffered a laceration at the head. The patient was secured to this detachable litter at the time of the event. The litter did not cause the cot the base to drop. There was patient involvement; however, no clinically relevant delay in treatment was reported.

Manufacturer narrative:
Third party evaluation.

Event description:
It was reported that during a patient transport the cot dropped at the head end. The cot was adjusted at the maximum height position. Suddenly the base dropped down one level. Consequently the cot fell over to the left side. The patient was strapped with all belts as well as the shoulder belt. Due to this issue the patient suffered a laceration at the head. The patient was secured to this detachable litter at the time of the event. The litter did not cause the cot the base to drop. There was patient involvement; however, no clinically relevant delay in treatment was reported.

Manufacturer narrative:
A visual and functional inspection was performed by a 3rd party repair company. The 3rd party repair company reported to the customer that after review of the cot, they found no issues with the litter or the base of the m1 cot. They provided that the drop/tip event was due to improper operation and that it was likely from the wheels not being properly locked. Evaluated by a 3rd party repair company.